Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Pd therapy was discontinued, the patient¿s catheter was removed and patient was switched to hemodialysis. No additional information is available.